Event description:
It was reported, that the device ran in safe mode during use in a procedure at the user facility. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.